Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. No moisture damage inside insulin pump noted.

Event description:
Customer reported noticing moisture under the screen of the insulin pump and stated that they received a button error alarm. Customer also mentioned noticing a light scratch on the screen. Customer stated that the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 187 mg/dl. No further information reported.